Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the water pump head deteriorated. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated b5: procedure updated to gastrointestinal endoscopy a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the most likely cause is a component failure of pump head should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the water pump head deteriorated. The issue occurred during gastrointestinal endoscopy. There were no reports of patient harm.